Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned provisional confirmed that the a small piece of the provisional is fractured at the anterior side. The surface where the piece has broken shows saw blade marks indicating the fracture was due to the usage of the saw blade. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Surgical notes were not provided. This complaint is confirmed. The persona revision knee system surgical technique (1832.1-glbl-en-rev0819 ) states that all the provisional components need to be removed before making the bone cuts and per evaluation of the returned product, the saw blade was used during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
From additional information received, it was reported that the event occurred prior to procedure.